Manufacturer narrative:
Related to the printer issue the company representative installed new software version b.04. The iabp was tested to factory specification. It functioned normally and was returned to the customer. Related to the leak issue mentioned by the customer the company representative in (B)(4) 2012, replaced the helium fill manifold assembly (part number; 0104-00-0014) ((B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp printed was unable to print. In an unrelated event, the customer reported that he believes this is the same iabp that has a small helium leak. If the tank is left open, it will empty itself within a week. The patient was switched to another iabp and therapy was continued. No patient injury was reported.